Event description:
It was reported that the patient underwent procedure to anchor the tube at the skin for renal dialysis on (B)(6) 2015 and suture was used. The needle was passed through one side of the skin with outside-in approach before it passed out from the other side of the skin. During the procedure, the suture was separated from the needle and the needle was stuck beneath the skin. The surgeon cut a bigger incision to retrieve the needle and patient lost more blood than usual. The procedure was completed with a like device. The patient is reported as stable.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/13/2015. Additional information: the actual device was returned for evaluation. The detached needle had a small bent needle tip and suture visible in the barrel which had been cut at the edge of the barrel. The loose detached needle was visually examined and found to have user holder marks scraping the barrel hole. Needle hole was found to have suture remnant protruding from needle hole. No defects or breakages were found.